Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Rcc received a complaint via email. Please see the attached image(s) and details of reported defective material: dmr # (B)(4) po #: (B)(4) defect material description: syringe tray, 10ml bd 20pk (ref. 309605) lot number: 5274495 and 5275045 item code: 309605 defective quantity: 1 ea defect description: brown particulates being imbedded in the plastic of the syringe barrel wall. Observed date: (B)(6) 2026 observed during which process stage: market ir/ dmi number if launched: sample availability for supplier to investigate: yes is defective evidence (i.e. Pictures; test results etc.) Available? Yes is patient impacted? No if defect has been reported to third party? No if the defect report from quva customer? No is there a trend observed? No

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and four photos of a 10ml luer lok syringe (part number 309605) were received and evaluated. The sample exhibited nine brownish discoloration spots on the barrel, consistent with embedded foreign matter. All four photos, taken from different angles, show the same brownish discoloration on the barrel. This condition is non conforming to product specifications. The potential root cause is associated with the molding process, with the embedded foreign matter most likely being degraded plastic resulting from prolonged exposure of the resin to high temperatures during molding, such as during start up. This defect is cosmetic in nature and does not pose a risk to the customer. Furthermore, a device history record review was completed for the provided lot numbers 5274495 and 5275045. The review identified no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and the collected data will be regularly reviewed by the business team to identify any emerging trends.